Event description:
Patient had history of heartware hvad placement in (B)(6) 2015. On (B)(6) the patient had acute onset of aphsia and right sided hemiparalysis. Inr was 1.94. Patient underwent intra-arterial aspiration thrombectomy and received 10 mg intra-arterial tpa. Concern for hemorrhagic conversion. Continued to have intracranial bleeding and declined until care was withdrawn. Patient passed away. There could be a device problem because clotting and bleeding are known adverse reactions from the device.